Event description:
It was reported that a half day infusor had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on may 22, 2014 to may 27, 2014. Evaluation summary: the actual device was evaluated. Visual inspection revealed a solid white particle 0.93 mm in size floating in the fluid of the reservoir. Spectrophotometer scanning revealed that the particle was a polyester material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.